Event description:
It was reported that the atrial lead was "compromised" with noise noted. During device interrogation, the programmer head fell off and a message stating "diagnostic reset" was noted. Atrial and ventricular high rate episodes were seen on the episode list, but when trying to view the egm (electrograms) a message stating "invalid data" was received. The atrial lead was programmed to unipolar and remains in use, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5092-58 lead, implanted: (B)(6) 2001. (B)(4)